Event description:
Related manufacturer reference number:1627487-2022-01208. It was reported the one lead was exhibiting high impedances. As a result, surgical intervention may be undertaken in the future. It is unknown which lead has high impedances; therefore, both leads will be reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.